Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this crt-d remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to fault code 1003. No additional adverse patient effects were reported.